Event description:
The patient was given narcan as a result of the programming issue, and responded well.

Manufacturer narrative:
Additional medwatch provided. No product will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "fentanyl pca pump was scanned, inserted and settings confirmed by 2rn's. Four hours later the syringe was empty, and error in pump setting was discovered. There is a design flaw in this device, there is an exit button that the nurses keep misinterpreting as a start or confirm button when in fact, pressing that button eliminates the programming and defaults to a different setting. This is counter intuitive to a nurse who has to push a start or confirm button on every other pump."

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse used the auto-ID scanner and then clicked 'exit' which took the concentration of the drug out of the pump. Subsequently a programming error occurred in which the patient received 10 times the dose he should have received in a four hour time frame, because the nurse inadvertently chose the wrong concentration when reprogramming the drug. The customer is requesting a product enhancement (confirm with exit button) so this type of error cannot occur in the future.